Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the pump trace download due to cracked solder joint at u1 pin 6 on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms noted during testing. Device received with moisture damage on motor assembly and corroded force sensor assembly.